Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, the customer experienced a high blood glucose (bg) level of 504 mg/dl, cause was unknown. A correction bolus was delivered to address bg. The pump was reset, and the customer continued to use the pump for insulin therapy.